Manufacturer narrative:
B5: additional event details added. D4: model number, lot number, catalog number, expiration date, unique identifier (UDI) # added. G2: report sources added. H4: manufacture date added.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that stroke occurred. A left atrial appendage closure procedure was performed and a watchman closure device was implanted. At an unspecified time post-implant, the patient was discontinued on blood thinning medication. Approximately one (1) year post implant the patient experienced a stroke from a blood clot that travelled to the patient's brain. The patient was restarted on blood thinning medication. It was further reported from the implanting health care facility that the original medication regimen upon discharge from implant procedure was aspirin, plavix, and eliquis. Sixteen (16) days prior to the stroke the patient discontinued eliquis and continued aspirin and plavix. One (1) month after the stroke occurred, imaging of the implanted watchman closure device took place. The imaging revealed no change in position of the watchman closure device, no leak, no device related thrombus, and no intracardiac thrombus. It was also noted that the patient underwent a cardiac catheterization, left and right heart procedure approximately three (3) months prior to the stroke.

Manufacturer narrative:
D6a: estimated as patient reported their implant procedure occurred in (B)(6) 2022.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that stroke occurred. A left atrial appendage closure procedure was performed and a watchman closure device was implanted. At an unspecified time post-implant, the patient was discontinued on blood thinning medication. Approximately one (1) year post implant the patient experienced a stroke from a blood clot that travelled to the patient's brain. The patient was restarted on blood thinning medication.